Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent orthognathic double jaw and genioplasty. The surgeon removed bilateral sagittal split osteotomy (bsso) plates due to granulation tissue along the buccal sulcus incision and infection. The patient had implanted hardware on (B)(6) 2020. Patient outcome was unknown this (B)(4) has been updated with the 10 of 18 devices. Please see the linked complaint (B)(4) for the additional eight devices. Concomitant devices reported: trumatch orthognathic kit full bimaxillary (part# unknown, lot# unknown, quantity# 1), unknown screws matrixorthognathic (part# unknown, lot# unknown, quantity# 7), unknown plate matrixorthognathic (part# unknown, lot# unknown, quantity# 1). This report is for one (1) unk - screw: matrixorthognathic. This is report 9 of 9 for (B)(4).